Event description:
During outpatient therapeutic phlebotomy, blood started to flow backwards towards/into pt. Tubing was clamped. Pt was having blood drawn for hemachromatosis and possibly had air regurgitated into the vein. Pt immediately had chest pressure and some sob. Pt felt like there was air in the chest. Taken to emergency room evaluation to r/o air embolus. Dates of use: 2009. Diagnosis: hemachromatosis. Event abated after use stopped: yes. Event reappeared after reintroduction: no.